Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device, but all have been unsuccessful. If additional information is later obtained, the complaint will be reopened, and a follow up report will be submitted.

Event description:
It was reported that on the ventilator one of the valves on the o2 manifolds had blown out. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and found that when the customer attempted to attach o2 to the transport manifold o2 would blow out the other end and not stop. Reportedly, the oxygen from the tank was going out of the connector for the wall. The customer was advised to replace the o2 manifold.